Event description:
It was reported that during the stent placement procedure, the patient was allegedly injured. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and no x-ray images were provided for evaluation. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: a detailed device deficiency was not reported, therefore, a specific labeling entry potentially related to the issue could not be identified. H10: d4 (expiry date: 11/2021), g3 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the stent placement procedure, the patient was allegedly injured. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was not provided, a review of the device history records could not be performed. Investigation summary: the sample was not returned for evaluation. Also no image/x-ray was not provided for evaluation which leads to inconclusive evaluation result. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h11: h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during the stent placement procedure, the patient was allegedly injured. The current status of the patient is unknown.

Manufacturer narrative:
H10: a voluntary recall has been initiated for the venovo¿ venous stent system 9f which was product catalog/lot number specific. Reportedly the proximal end of the stent does not immediately expand upon deployment. The proximal end of the stent remains connected to the delivery system. As a result of the field action, this event is being reported as a malfunction reportable event. H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. A quality event has been opened to address the issue of the stent getting stuck on the inner catheter after complete retraction of the sheath. Root cause analysis and potentially related production issues are investigated within the quality event. Investigation summary: the sample was not returned for evaluation. Provided images demonstrate stent fragments outside patient, open heart surgery, and the patient after a procedure. X-ray images of the stent inside patient demonstrating stent fracture or expansion issue are not available. Although it is not clear when and how the stent fracture occurred, the investigation leads to confirmed result for stent fracture, and inconclusive result for expansion issue. Based on the investigation of the provided information, the investigation is closed as confirmed for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instructions for use was found to address potential worst-case complications and adverse events potentially related to expansion issue such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, stent fracture, and malposition. H10: b5, d4 (expiration date: 11/2021), g2, g3, h7, h9. H11: h6 (device, method, result). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that during the stent placement procedure, the patient was allegedly injured and the proximal end of the stent does not immediately expand upon deployment but remained connected to the stent cushion on the delivery system. The current status of the patient is unknown.